Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that following implant the patient had been picking at the generator incision site which caused an infection. The patient was then taken to surgery for a revision surgery where the new generator was placed on the patient¿s back. A review of manufacturing records showed that both the lead and generator were sterilized prior to distribution.